Event description:
It was reported that the device would not recognize a patient load through the defibrillation therapy cable. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The hospital biomed advised physio-control that the device was repaired by replacing the therapy cable assembly. Proper device operation was observed through functional and performance testing. The device was then returned to the end user for use. The device will not be returned to physio-control for evaluation.